Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was noted to be tilted and migration had occurred. No further patient complications were reported. Additional information reported that a CT was completed on 25 july 2017. It was noted that the filter tip was at or above the expected level of the renal veins. The renal veins were not visible due to no contrast used. The filter appeared to be intact.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.